Event description:
Rptr saw on the news there are women wanting silicone breast implants to be reapproved. Rptr had a birth defect that they had surgery in 1971. Rptr had a silicone implant in left breast. The implant ruptured. When pt had the surgery to remove the implant in 1994 rptr lost all of their left breast. It required 3 surgeries just to repair the damage. Rptr also has crystals in the lungs, rptr has not had any procedure to find out what these are from. Since implants are not a life saving product rptr would think women would want to use something that would not cause disfigurement. In rptr's opinion silicone should never be reinstated as a safe product. Since rptr's writing about this problem they would also like to ask another similar question. Rptr has felt for some time now that mammograms and the rise in breast cancer are related. Rptr would think if you have any part of your body treated that way you are going to have problems.